Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the monobloc (x-ray tube). Monobloc replaced and system test completed. System functioned as intended and returned to service.

Event description:
It was reported that the 6600 system displayed a generator error during case halting x-ray generation. System rebooted an case was completed without any additional errors. No patient injury reported.